Event description:
It was reported by the patient¿s legal guardian that although the pink slide did not move forward when the pod was activated, the cannula deployed but did not insert into the infusion site (unspecified), which is indicative of a needle mechanism failure. Reportedly, the cannula was found bent. The pod was worn between 37 and 48 hours. No impact to the patient¿s glucose level was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.